Event description:
I got essure (permanent birth control) placed (B)(6) and it caused severe side effects for 11 months until I went and had it removed by hysterectomy. Severe cramping, back pains, massacre bleeding for weeks at a time and fatigued all the time and countless other symptoms.